Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. The device remains in service but replacement was recommended. No adverse patient effects were reported.